Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that a blank screen occured after replacing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings: the black box and alarm history revealed multiple consecutive call service alarms. The pump booted up with a fully illuminated display screen. Evaluation revealed an issue with a general component on the printed circuit board and could not load the processor with the software due to a program uploading error. There was no visible damage to the printed circuit board when the pump was opened up. Investigation determined that the pcb component issue was the cause of the call service alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.